Event description:
Patient reported the infusion device does not correctly display w2 battery low and e2 battery empty alerts, some pixels in the display are missing, and the infusion device switches off by itself. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The acid of the supercap has leaked out. Therefore, the supercap and the surrounding electronic parts are corroded. The pump switched off due to a temporary short circuit on the supercap. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts.